Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure, performed on (B)(6) 2009. According to the complainant, during the procedure, they were unable to advance the clip out of the sheath. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "no incidence".

Manufacturer narrative:
The device has been received for analysis however, an analysis has not been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).